Event description:
(B)(6) 2012 - it was reported by the consumer that the 6300-ata walklite caster bolt came off resulting in the end user falling, and hurting his hip and knee, from which he has scratches and scars.